Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a lead safety switch on the right ventricular (rv) lead. The switch triggered due to out of range pace impedances on the rv lead. After the switch, noise on the rv channel also led to inappropriate mode switches. At this time, the products remain in service. The rv lead is a competitor's product. No adverse patient effects were reported.